Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was unable to be confirmed as no medical records were received. Review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Investigation in progress.

Event description:
It was reported that patient underwent right total knee arthroplasty and subsequently is experiencing a crackling noise, pain, swelling and difficulty ambulating.